Event description:
The user facility reported on over-infusion of an unreported drug. Reportedly, the device was set to infuse at a rate of 100ml per hour but delivered 250 ml in 30 minutes. The reporter indicated that there was no pt injury.